Event description:
Biomed reported an overinfusion of thymoglobulin on a transplant pt. A 500 ml bag was to infuse over 6 hrs. The night nurse started the infusion at 0645 at 42 ml/hr and was to observe for any reaction. The day nurse continued to monitor the pt and increased the rate at 0830 to 82 ml/hr. At 0900 she noted the entire bag had infused. The pt remained stable with no harm. The biomed tested the device and stated the pump passed all tests per factory specifications and there was no physical damage to the pump. He also stated there were no error codes in the error logs. There was no pt harm and no medical intervention was required. Customer stated that no add'l even or pt info is available.

Manufacturer narrative:
(B)(4). The event logs and data set have been rec'd and a review is pending. A f/u report will be submitted once the investigation has been completed. Log review pending.